Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿error code b30¿, was not reproduced, and a root cause could not be identified. Based on the service manual, it was confirmed that error code b30 indicates scope communication error and is a message that occurs when failed hard deployment of scope ID data (registry error) is mainly caused from adhesion of foreign material or moisture on the electrical contact. (See p4-41 in the cv-190¿s service manual). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a b30 scope communication error was received when using the evis exera iii xenon light source. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.